Event description:
Patient has 3.5 cuffed ett, 8fr french kimberly clark inline ballard closed suction attached. The expiration date was 07/2015. Ballard was unable to advance through the ett; it did not pass on the first attempt. Sterile suction catheter was passed to assess ett, with ease of passing catheter. Ballard was changed with no issues passing catheter.